Event description:
It was reported that the patient had vac therapy the split skin graft was performed without complications, patient was discharged with low molecular weight heparin and phenprocoumon was paused.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient presented with a hematoma on their right thigh on (B)(6) 2020. The hematoma had progressed since (B)(6) 2020. There were no trauma and the patient¿s international normalized ratio (inr) was between 2.1 and 2.8. The patient¿s hemoglobin dropped from 10.8 to 6.9 which required a transfusion of two units of ery concentrate. On (B)(6) 2020, surgical evacuation of the hematoma was performed. The patient was treated with ongoing vac therapy and split skin graft was planned. Per additional information on 09mar2021 from the clinical specialist, the patient had a spontaneous hematoma while under anticoagulation with preprohormone. This was related to the anticoagulation and not related to the medical procedure. The lvad reportedly operated as expected. A split skin graft transfer was performed without complications. The patient was discharged and remain under ongoing anticoagulation/anti-aggregation regimen; however, no further spontaneous hematomas have presented while under heparin and aspirin. Preprohormone was paused. Additionally, the patient was regularly treated at the dermatology department with intermittent nivolumab cycles for melanoma/melanoma metastasis. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 instructions for use (IFU) lists bleeding as an adverse event that may be associated with the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 22dec2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2020 with a hematoma of the right thigh which is progredient for two days. There was no trauma in anamnesis and their inr over the last two days was between 2.1 and 2.8. Hb dropped from 10.8 to 6.9. The patient was hospitalized at a rehabilitation center and received two units of blood. There was a surgical evacuation of the hematoma on (B)(6) 2020 and since then the patient is ongoing for vac therapy. A split skin graft was planned for when the patient had their 60 month follow up.